Event description:
It was reported that a user experienced recurrent low glucose episodes after falling out of the habit of announcing meals while using the ilet system, and was advised by a clinician to increase the overnight target and to perform a factory reset; customer care subsequently guided the user through a factory reset and provided education on meal announcements. Symptoms included hypoglycemia. Outcomes included resolution of immediate device use concerns, with a reported blood glucose of 128 mg/dl after support, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed user-related use error involving missed meal announcements, with the device responding as designed following a factory reset and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy use and adherence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.